Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture which noted impedance issue, loss of capture (loc) and high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.